Event description:
An adhesive issue with an adc device was reported and sensor detached while on the 5th day of wear. As a result, customer experienced symptoms described as a loss of consciousness and was unable to self-treat. No third-party intervention or healthcare professional contact was reported and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.